Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported they have an appointment with their doctor on thursday (on (B)(6) 2026) because the battery pack has been bugging them ever since about (B)(6). It was like it was not put in the right place and it was so painful they couldn't put any pressure on it whatsoever. They thought the doctor put it up higher than what the other one was because they never had a problem at all with the other stimulator. Redirected to their doctor.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.